Manufacturer narrative:
Exemption number e2017043. (B)(4).

Event description:
During a surgical procedure using the mazor x system at (B)(6) hospital center (us), on (B)(6) 2018, (reported to mazor on apr. 23, 2018), inaccurate screw placement resulted in a revision surgery.